Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of home patient failing to follow therapy steps was confirmed, and the assignable cause was use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter's technical service center regarding pressing go to start therapy without being connected. The home patient (hp) stated that he pressed go without connecting himself and then pressed stop when he realized that he was not connected. He then was trying to get the homechoice (hc) back to connect yourself, but the hc displayed fill not finished. The technical service representative (tsr) advised the hp that he would need to end therapy on the hc and start over with new supplies. The tsr assisted the hp to end therapy. The hp was asking if he could use the same set up. The tsr explained to the hp that the patient line cap is vented and when he pressed go and drain started, the hc pulled in unsterile air and he would be putting himself at risk for infection. The hp stated that is a risk he is willing to take. The tsr advised the hp that this was not recommended and needs to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up with the home patient's nurse, the nurse said that she will contact the homepatient and discuss with him the importance of not trying to reuse supplies once they have been compromised and what to do to decrease risks of infection. The nurse said that the home patient had been doing fine and had continuing therapy without issues as far as she knew. No further information available.